Event description:
It was reported that a user with an ilet experienced hyperglycemia at 326 mg/dl after replacing a libre 3+ sensor, receiving prompts to connect the cgm or enter a blood glucose, then scanning the sensor and waiting for warm-up; and follow-up confirmed a decreasing glucose to 277 mg/dl after allowing the pump to correct. Investigation of this case revealed cause unclear with no device malfunction confirmed based on available information. Symptoms included feeling high associated with hyperglycemia. Outcomes included transient elevated glucose without hospitalization. It was concluded that the event was hyperglycemia with unclear cause, and the device and therapy continued to function as expected after warm-up and correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.